Manufacturer narrative:
User did not have flagging set on the analyzer; they relied on their data instrument manager as middleware to alert the operator to abnormalities. Review of the data provided indicated an abnormality in the pt's results; if there is an abnormality the analysis data may be appended with the following marks: [h] & [l] the hgb value was accompanied by a [l] mark, which indicates the hgb value exceeded the lower limit of the reference interval. The user is responsible for settings that would properly identify sample abnormalities for further review prior to reporting. This issue was investigation by sysmex corp (B)(4) and it was determined that the spurious hgb value may have been caused by insufficient quality of sample in the tube or air bubbles in hgb analysis line. The user's blood and aspiration sensor settings are unk. With these settings the analyzer would give error message if sensed, but would not interrupt the analysis. According to sysmex xe-2100 ipu operator's manual, chapter 5 - instrument setup if the check box is on for "sampler stop conditions", the sampler analysis is interrupted when a sample of insufficient blood volume is detected and if the check box is on for "aspiration error" the sampler analysis is interrupted when a sample in which blood aspiration error occurred is detected. The error log was not available to determine if any blood of aspiration sensor errors registered at the time of the event. The aspiration sensor in automatic mode senses blood before and after the sample rotor valve (srv), hgb is the last segment aspirated. Because hgb result generated, there was enough blood aspirated for detection on both sides of the sample rotor valve (srv).

Event description:
On (B)(6) 2014, an ze-2100 user notified sysmex corp (B)(4) that a pt unnecessarily received a blood transfusion based on a low hgb result. A spuriously low hemoglobin (hgb) result of 4.6g/dl was generated for an (B)(6) female pt hospitalized for anemia. On (B)(6) 2014, (B)(6) was initially drawn and analyzed; an initial hgb result of 15.1 was obtained; the sample was rerun and the spuriously low hgb result generated; the low hgb (4.6g/dl) result was reported to a clinician and the pt was given blood transfusion. On (B)(6) 2014, the pt was redrawn (B)(6) and the sample analysis generated a hgb result of 16.7g/dl. All testing was performed using the automatic mode. No flags were generated because the user did not have flagging set on the analyzer. The pt suffered no ill effects as a result of the blood transfusion.